Event description:
A renegade mirco catheter was used for a transcatheter hepatic artery cancer embolization. During the procedure, while infusing contrast, the catheter fractured inside of the pt. The fragments were removed without any additional intervention.